Event description:
Caller reported a cartridge alarm 20 occurring during pumping, which caused the customer's blood glucose value to display as "high." The customer addressed the high blood glucose by administering a correction bolus via the pump. The pump was confirmed to be within warranty, and cts decided to replace the pump. The customer was informed that a replacement pump with updated software would be sent. They were advised to log in to their tandem account to complete required training before using the new pump and instructed on putting the pump into storage mode before returning it to tandem. The customer understood and acknowledged all instructions, and a replacement pump was sent.